Manufacturer narrative:
An event regarding loosening involving a dura duration all poly pat xsm was reported. The event was not confirmed. On examination of the provided photographs it can be seen that discoloration is evident on the duracon patella, such discoloration is consistent with in vivo service in cases where the device is implanted over a long period of time. A more in depth analysis of the polyethylene patella could not be carried out as the device was not returned for analysis. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
The arthroplasty was revised due to patellar loosening.the components were implanted in situ for ~8.1y.the tibial insert and patellar components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
The arthroplasty was revised due to patellar loosening. The components were implanted in situ for ~8.1y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 8.